Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
During an orif of bilateral mandible fractures (angle fracture and parasymphysis fracture), the drill bit broke off in the bone while surgeon was plating the angle fracture. The drill bit fragment was retrieved, and the surgeon completed the procedure using another drill bit.